Manufacturer narrative:
(B)(4). The customer returned one opened hemodialysis kit with multiple components. The guide wire will be analyzed as part of this complaint investigation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend appeared normal and intact. Microscopic examination confirmed the kink. Both welds were present and appeared to be full and spherical. The kink in the guide wire was located 66mm from the distal end. The guide wire total length measured 100.3cm, which is within the specification limits of 98.75cm-101.25mm per the guide wire product drawing. The guide wire diameter was also within specification. The guide wire was passed through a lab inventory ars and the returned introducer needle. Minor resistance was observed at the kink; however, the guide wire was able to pass with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "do not advance guidewire or catheter if unusual resistance is encountered". Additionally, the guide wire cautions, "do not insert or withdraw guidewire forcibly from any component. The wire may break or unravel. If guidewire becomes damaged, catheter and guidewire must be removed together." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink near the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during use.